Manufacturer narrative:
The device sample is available for evaluation. The device sample was not returned at the time of this report. If the device and lot number should become available, a follow-up report will be sent.

Event description:
The event is reported as: staples do not form properly. No pt injury reported.